Event description:
The customer reported that the procedure took place on 3/1/99. On 3/2/99 the physician noted that the vasoseal entered the artery quite easily. The physician pulled out of the artery and returned to what they felt was the resistance of the arterial wall. Vasoseal was deployed without difficulty. Pulses were unchanged. The next day the pt developed right leg pain and pallor. An angio revealed femoral occlusion at the level of the puncture. Femoral cut down with embolectomy was performed, but no histology exams. The surgeon removed pieces of collagen from the artery and flow returned. No further complications were reported.